Event description:
Device malfunction: difficult to deploy- plunger, clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the plunger could not be fully advanced. Resistance was felt when the device was pulled back to place the locator wings against the anterior surface of the arterial wall to locate the access site. Thumb advancer deployment and clip deployment were completed, but the clip deployed on the distal end of the clip delivery tube. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.